Manufacturer narrative:
New information: describe event or problem: this is a follow up to report an update from sleek tampons to click regular tampons. Brand name, model number, UDI, contact office, type of report: follow-up 1, follow-up type. Additional narrative: review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a follow up to report an update from sleek tampons to click regular tampons.

Manufacturer narrative:
The lot code provided was for a product that contained multiple absorbencies. The consumer did not provide an absorbency, therefore we are unable to provide an UDI number or model. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
This is a non-us event. This event occurred in the country of (B)(6). Consumer reported that pledget fell apart during use. Consumer attempted to remove pieces by hand but did not confirm whether she was able to remove all remaining pieces. Consumer has experienced vaginal discharge and odor during her period and ongoing abdominal pain, cramping, and gas. Consumer visited her doctor in august, september and december with no diagnosis and was prescribed unknown medication. Consumer reports additional medical treatment including an ultrasound is planned.